Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 222 mcg at 71.89, clonidine 4.5mg at 1.34mcg, dilaudid (hydromorphone) 4.5mg at 0.0272 mg, and fentanyl 5,250.0 mcg at 31.7 mcg via an implantable pump for spinal pain indications. The hcp reported that the patient was admitted to hospital yesterday for overdose symptoms. The hcp stated home health nurse completed a refill when symptoms arose, patient became unresponsive and was given narcan. The hcp requested representative (rep) to check he pump before discharge. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the hcp received page about patient in the intensive care unit (ICU) needing pump interrogated possible overdose. The ICU hcp stated patient had gotten pump filled and possible bolus nurse that caused patient to become unresponsive. Narcan was given by nurse, patient brought to emergency room (ER). Patient said she was told medication was taken out of pump (about 19 ml) by nurse when patient was becoming unresponsive. Hcp wanted to know what was in the pump, after interrogating the pump 19.7 was in the revisor per tablet, hcp requested to aspirate pump to confirm, requested a refill kit to access pump, the company rep mentioned to him that should be done by managing doctor, and he continued to access port aspirated 16 ml and said he wanted to discard medication. Company rep explained they would put patient on minimum rate instead and he instructed he wanted both. The hcp and nurse discarded medications and he updated tablet with minimum rate. ICU was unable to reach managing doctor to get information or to get direction. Company rep explained this could damage the pump and tubing since pump was empty he stated he wanted to proceed to prevent overdose and treat patient with intravenous (IV) medication in ICU. Remote was emailed to charge with new settings. The nurse called back explained what happened and emailed report to her as well. They explained to her pump needed to be address to prevent damage. Patient stated an extra bolus was given that caused her to become unresponsive. Tablet interrogated, pump aspirated to confirm medication amount. The issue had yet to resolve at the time of this report.

Manufacturer narrative:
H6. Device code a2303, patient code e2303 and annex g code g02010 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative indicated that the event resolved; the patient was kept stable with intravenous medication in the intensive care unit (ICU). The status of the pump reservoir was unknown since the patient was going back to a home infusion company to manage the pump. The device software version was unable to be obtained, as the tablet used belonged to the home infusion company who did the pump refills. According to the patient, the previous reported extra bolus given during a pump refill was given intentionally by the home infusion nurse. The patient became unresponsive after the bolus and was rushed to the emergency room (ER). The information was not confirmed/provided by the physician, as the rep was unable to reach the managing physician. The rep was only able to confirm with the ICU managing physician once the patient was admitted to the ICU from the ER.